Event description:
The pt received her scs system, including a rechargeable ipg and external charging system, on (B)(6) 2008. It was reported the pt began feeling a heating sensation each time she charged her device. The problem became progressively worse until the ipg pocket became hot to the touch. A new charging system was shipped to the pt. F/u with the pt found that the heating sensation was resolved with the use of the new charging system. The ipg remains in use. The charging system was returned to the MFR for analysis. No further pt complications were reported as result of this event.

Manufacturer narrative:
This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. We are submitting this MDR as the result of a re-evaluation of our MDR review process. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.